Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
A coupling problem was reported. The patient was implanted a few weeks ago and has discharged prior to her follow-up appointment (was supposed to be this friday). The patient was charging but has zero coupling bars. The antenna locate feature max number was 46 (range 42-48). A pocket assessment was performed and only the top of the ins was felt with minimal swelling, wound almost healed. Several days later no impedance issues were reported. There did not appear to be any device issues with the charger. The patient was able to get two bars on the charger only when laying down. It appeared that there was either swelling or the pocket was too deep. The doctor was going to surgically reposition the battery on (B)(6)-2014. The battery was found vertical and way too deep to charge. There was not anything functionally wrong with the battery. Since the surgery the patient has been able to get good coupling and charge.